Manufacturer narrative:
The returned device was evaluated and the received device had the cannula assembly fully deployed and the pink slide insert was visible in the viewing window. The needle mechanism was reset and successfully able to deploy as intended during investigation. No issues were noted with the device or download data. Although no issues were noted that would result in the needle failing to deploy, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod insulin management system ¿ user guide : model: ust400 , 17845-5a-aw rev b 09/17 . Changing your pod  : chapter 3 / pages 33 . Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported while a patient was wearing a pod for less than an hour the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. The patients reported blood glucose level was 250 mg/dl.